Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a severely calcified and moderately tortuous left anterior descending artery. It was a chronic total occlusion lesion. The apex monorail 12mm x 3.00mm balloon catheter was advanced to treat the target lesion and inflated once to unknown atmospheres. On the second inflation the balloon ruptured at fourteen atmospheres. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found solidified blood inside the balloon and inflation lumen. During attempts to inflate the balloon a pinhole rupture was noted in the balloon at the proximal edge of the proximal markerband. A detailed examination of the balloon and proximal markerband could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in a severely calcified and moderately tortuous left anterior descending artery. It was a chronic total occlusion lesion. The apex monorail 12mm x 3.00mm balloon catheter was advanced to treat the target lesion and inflated once to unknown atmospheres. On the second inflation the balloon ruptured at fourteen atmospheres. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.